Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a sore under the breast area and te pad. There was no alleged device malfunction contributing to the wound. The patient¿s home health nurse is attending to the wound. Follow up indicated that the wound improved.